Manufacturer narrative:
Visual assessment confirmed the threaded portion of the anchor has broken off at the eyelet. The eyelet was removed from the inserter and it is twisted/deformed. The hex portion of the inserter was dimensionally inspected and found to meet print specification. The condition of the anchor is normally attributed to improper site preparation or excessive torque being applied during insertion. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the head of the anchor broke while inserting into the bone hole during a lcl repair procedure. A backup device was available to complete the procedure. A delay of less than 30 minutes was reported. No patient impact was reported.